Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was competed per the- instructions for use (IFU). The pump was inserted into the ultra drive unit console. The catheter primed, and the device functioned for a period of 90 seconds in the thrombectomy mode. The devices pressure was within the normal range of 10.163 kpsi. A leak was observed during functional testing at the kink located at the strain relief. During functional testing, no errors or priming issues were observed, and the device ran as designed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was not confirmed for any pump leaks, set-up issues or alarm messages; however, kinks and shaft leaks were confirmed.

Event description:
It was reported that fractured catheter occurred. The 60% stenosed target lesion was located in the left lower limb deep vein. An angiojet solent omni was used for thrombectomy procedure. However, during the preparation, the catheter was found to be severely damaged before it was unpacked and used normally. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that fractured catheter occurred. The 60% stenosed target lesion was located in the left lower limb deep vein. An angiojet solent omni was used for thrombectomy procedure. However, during the preparation, about a hundred centimeters from the hub was found to be severely damaged before it was unpacked and could not use normally. The procedure was completed with another of the same device. There were no patient complications reported.